Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the reported issue occurred during a procedure which was completed by deleting the exam to make enough space for the on-going procedure and no further clinical information provided by the customer. The system logfiles were checked and found no error. As a part of troubleshooting, the fse performed the database consistency repair/test and recreated the image storage. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.